Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer states the customer called him because his left motor is leaking oil all over his carpet. Motors were replaced (B)(6) 2013.